Event description:
The customer's wife reported via phone call that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 486 mg/dl. Customer's current blood glucose level was 390 mg/dl. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.